Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced persistent high blood glucose after receiving teflon infusion sets instead of their usual steel sets due to a distributor substitution, with the highest reported sensor glucose around 330 mg/dl over several days and concern for potential bent teflon cannulas leading to inadequate insulin delivery. Symptoms included hyperglycemia and distress. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.